Event description:
(The below information was provided from our point of care coordinator)we must change to the new nova statstrip lot number as the old one is no longer functioning correctly. This became apparent to me when we missed 3 challenges on one whole blood glucose proficiency test and 7 challenges on the next proficiency test. I noticed that all incorrect results were on the low side and then upon further investigation, I discovered that all the results were below the mean established by our peer group in the proficiency test. I did calibration verification using the old lot of nova statstrips on all the meters that failed in the proficiency tests. The linearity graph showed that all results were sitting at the "bottom" of the graph. Several of the results were lower than the printed range on the cal. Ver. Materials. I then ran calibration verification using the new lot of nova statstrips on all meters that we currently have in use. The linearity graphs looked much better using the new lot. This information leads the lab director, and me to believe that patient results may be lower with this old strip lot as well. We would not want a patient to get improper treatment as a result of this issue. I will change the meters to the new strip lot and then the supply rooms will need to be stocked with the new strip lot. All strips in the old strip lot should be taken out of use! I appreciate your immediate attention in this matter as I believe patient care could be affected by continuing to use the old strip lot.======================health professional's impression======================see notes in the event description for the health professional's impression.======================manufacturer response for glucose test strip, statstrip/ statstrip xpress======================the company's hotline stated the lot had been tested and performed properly according to the specifications. We requested prior to pulling the lot for help from a clinical specialist, however, to this point, we have not received. The sales rep did come by and stated he would take care of crediting or exchanging the remaining lot, however, we have not received any instruction to return the product.